Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), the physician was attempting to aspirate the delivery system not realizing that air was coming through the back end by the tether entrance. The delivery system was removed and another one was used. No patient complications have been reported as a result of this event.